Manufacturer narrative:
Occupation is lay user/patient. The customer stated there are no strips remaining to return.

Event description:
The customer questioned inr results from the past 2 months with coaguchek xs meter serial number (B)(4). The customer tested on her meter at 6:24 a.m and got a result of 6.9 inr. The customer re-tested on her meter at 6:37 a.m. And the result was 6.8 inr. The customer tested a third time on her meter at 6:50 a.m. And the result was 7.9 inr. It is not clear if the customer used the same finger for these tests or if a new finger was used for each test. The customer may have squeezed her finger excessively. At 12:15 p.m. The customer was tested on the doctor's coaguchek xs meter with a result of 5.9 inr. The customer also had blood drawn at 12:15 p.m. For a laboratory test using an unknown method. The laboratory result was 5.9 inr. The customer thinks the results from the dr's meter are correct. The dr. Stopped the customer's coumadin based on the customer's results and the result of 5.9 inr from the dr's meter. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer was advised to rest and be careful. The customer feels healthy now. The customer had no concerns with hct levels. The customer does not have antiphospholipid antibodies. The customer is not on any other blood thinners besides coumadin. The customer is not taking any new medications. Instead of having scrambled eggs and a green vegetable for breakfast the customer switched to ensure nutritional drink with high vitamin k content. The customer has since switched back to eggs and a vegetable. The meter and test strips were requested for investigation, however, there are no test strips remaining to return. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination master lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.